Manufacturer narrative:
The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 10/08/2023 19:24:26.000 alarm alertn otification (40) fault number: no delivery (7) during bolus delivery. On 10/08/2023 22:08:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On 10/09/2023 22:04:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On 10/09/2023 22:06:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On 10/09/2023 22:08:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On 10/11/2023 12:02:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On 10/11/2023 12:15:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On 10/11/2023 12:25:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On 10/11/2023 12:34:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On 10/11/2023 12:34:18.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On 10/11/2023 12:40:00.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On 10/11/2023 16:23:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On 10/11/2023 16:23:38.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On 10/11/2023 16:25:53.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On 10/11/2023 16:29:45.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On 10/11/2023 16:36:53.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On 10/11/2023 16:40:47.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On 10/11/2023 16:46:25.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On 10/11/2023 20:36:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On 10/11/2023 20:40:00.000 alarm alert notification (40) fault number: no delivery (7) during basal delivery. On 10/11/2023 20:40:47.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 11-oct-2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: 10/08/2023 22:22:11.000. Low battery alert was recorded and found in the formatted history file on: 10/08/2023 22:16:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 10-oct-2023 at 11:40:59 pm. There was no power data available for the date of 08-oct-2023. Unable to check power data for low battery alert. No unexpected low battery alert noted during the testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. No delivery alarm/insulin flow blocked alarm was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had an insulin flow blocked alarm during fill tubing. Troubleshooting was performed but the issue was not resolved. The customer was assisted in performing a 5.0u fixed prime/fill cannula. The insulin exits during a 5-unit fixed prime/fill cannula. The customer had trouble with the pump delivering insulin once she connected to the body. The customer had changed out the reservoir and tubing several times and is still getting insulin flow blocked leading up to the event. The set, reservoir, and insulin are changed every 2-3 days per IFU guidelines. The customer was advised to clear the alarm by selecting rewind. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.